Manufacturer narrative:
The blower motor assembly was returned for failure analysis. The customer complaint was verified. It was found that the vcc to ground was out of tolerance, measured 3.927 volts.

Event description:
The customer reported a "blower temperature high" diagnostic error. The device was in use. There was no patient harm reported when the unit was swapped out. The customer could not duplicate the reported issue when the device was tested, so they requested warranty bench repair. The blower was left running for 25 minutes and noticed an increase in the temperature of the blower. The customer will replace the blower. The customer also found the temp sensors on the motor controller board were damaged. The liquid crystal display (lcd) panel had control issues; therefore, the power management board will be replaced. The customer replaced blower assembly to resolve the blower temperature high issue. They also replaced the printed circuit board assembly (pcba) motor control (mc) and printed circuit board assembly (pcba) power board to resolve the (lcd) panel control issues.